Event description:
Event description boston scientific received information that this high impedance right ventricular lead exhibited an impedance measurement of 1300 ohms at implant. After the implant, the impedance had risen to 2200 ohms, but sensing and threshold measurements were good. One day later, the impedance measurement had fallen to between 1700-1900 ohms in both unipolar and bipolar configuration. There were no adverse patient effects.